Manufacturer narrative:
Additional information received on (B)(6) 2017 and includes: the surgeon washed out the patient and revised the head and liner. The pathogen is confirmed as e. Coli. The surgery was completed successfully on (B)(6) 2017. On 28 april 2017 the (B)(4) performed a clinical evaluation and commented as follows: early infection in tha, 1 month after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 02 may 2017. Lot 162321: (B)(4) items manufactured and released on 25 july 2016. Expiration date: 2021-06-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size m 0, code 01.29.202, lot. 164974 (k112115) (B)(4) items manufactured and released on 07 november 2016. Expiration date: 2021-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 04 may 2017 the (B)(4) performed a preliminary investigation based on the available picture and commented as follows: the image was checked, showing the dm liner and head assembled together after the removal from the patient, both covered with blood and with some signs of removal on the rim of the ceramic head. From the received image it is not possible to determine the root cause of the event.

Event description:
The patient came in due to signs of infection. The pathogen is confirmed as e. Coli.